Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff and limb were implanted in a patient for the endovascular treatment of a suspected type ia endoleak. It was reported that the patient was admitted for an unrelated issue and complained of chest pain during hospitalization. The patient had reportedly been treated previously with another manufacturer's abdominal y-shaped graft and another manufacturer¿s cuff. CT images were taken and a type ia endoleak was suspected. An endurant cuff was implanted; however, the leak continued. At this point it was thought that the y-graft was broken. The specific type of damage to the y-graft was not determined. The endurant limb was implanted to treat the site of the break. During the procedure, blood pressure declined and the patient died. The physician stated that the cause of the event was due to the break in the y-graft. It was noted that the drop in blood pressure was due to bleeding. The physician also stated that the death was not related to the device and that it was too late to provide the procedure. No additional clinical sequelae were reported.